Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 07/02/2025. On the same day, it was reported by the nurse that the pediatric patient had dka. The patient uses insulet omnipod5 in modified closed loop. Values in the complaint state that at some moment, the bg was 393 mg/dl while the cgm was 305 mg/dl. The nurse brought the patient to the emergency room (ER) mid-afternoon on (B)(6) 2025. He was given IV (d5 and half) and insulin. He was dismissed on (B)(6) 2025. He was stable during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.